Event description:
The customer reported to olympus that the colonovideoscope had an e217 scope error. The issue occurred during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the jet channel was clogged at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The additional evaluation findings were as follows: the light guide cover lens was discolored under lens, the light guide lens glue was discolored, and chipped, the plastic distal end cover was discolored, dented and scratched, the bending section cover had deterioration, the scope cover had liquid ingress and was discolored, the mouth guard piece for endoscopy was corroded, the right/left/up/down control knob was discolored, the universal cord was discolored, the connector was corroded and discolored, and the angulation had play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the additional information obtained from the customer, the reprocessing steps at the material residue point didn¿t deviate from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the distal end of the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.